Manufacturer narrative:
Method: the sample has been received by the reporter for inspection and evaluation. Conclusion: a follow-up report will be filed when the investigation and evaluation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis as appropriate.

Event description:
Drug/diluent: unknown. Fill volume: not applicable. Flow rate: not applicable. Procedure: bi-lateral total knee replacement. Cathplace: right knee. The patient had knee surgery on (B)(6) 2013. The physician reported that upon removal of the catheter, resistance was met. The patient was repositioned and they tried again. It was noted that time that the black tip was missing. It was estimated 3/4 inch of the catheter was missing. The patient was x-rayed but no catheter remnant was visible. There was no patient injury or secondary intervention performed. The patient was discharged with normal post-op treatment.